Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they couldn't connect for a long time to their implant (ins) when they attempted to charge. Pt stated that they have to restart their wireless recharger (wr) multiple times just to start charging. Pt stated the issue began about a month ago but at the same time, they used a hot tub and was thinking that the hot tub affected their charging. Agent provided education on hot tubs and swimming.